Event description:
Olympus was informed that outside a procedure during inspection the esg-400 hf-generator could not be started due to a defective fuse and issued error code e433 after the fuse was replaced. Since the error occurred outside a procedure no patient was involved and there was no adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/08/24). The evaluation at omsi found a fuse to be defective. After the replacement of the fuse the permanent occurrence of error e433 was confirmed and traced back to a defective hvps board. Thus, the reported incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. During the inspection omsi also found cracks at the generator's front panel, scratches on the housing and a damaged washer fixing the housing cover. All these damages were most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.